Manufacturer narrative:
This is being reported for a problem found earlier. The case logs showed that the system detected and notified the user of a drb shift. As this shift exceeded the accepted tolerance for drb movement or surveillance marker movement, this is likely the cause for the screws being slightly off plan. After a "possible shift of the drb" warning is presented, it is recommended that the user performs an anatomical landmark check. If the anatomical landmark check is inaccurate, the user can reregister. The user can reregister the patient by selecting the "extend case option" in the upper right-hand corner of the screen, using the life-saver icon. Ultimately, this case was completed with no reported adverse effects to patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.